Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error. The customer¿s blood glucose was 146 mg/dl. Troubleshooting steps were provided for pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with a blank display due to corroded electronic assembly. Just about everything inside was heavily corroded. Unable to perform functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests due to the blank display. Device received with a crack on the battery tube which starts at the corner of the belt clip rails.